Manufacturer narrative:
Date rec'd by MFR: 29may2019. The manufacturer's phone technician could not reach the customer for any follow-up, and no email reply was received. No evaluation could be performed. The customer could not be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer contacted technical support (ts) stating that unit had touch screen damage. The customer reported there was no patient involvement. Event date not specified; estimate used.